Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by a tandem pump user that "(B)(4)" magazine had an article about an insulin pump user who had expired in their sleep. The reporter could not recall if the article mentioned the brand of the insulin pump that was being used at the time of death. No additional information was provided.